Event description:
Resident slid out of bed and head was lodged between mattress and siderail. Bottom of siderail was pressing on their chin.

Event description:
Resident slid out of bed and head was lodged between mattress and siderail. Bottom of siderail was pressing on throat.